Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt in cardiac arrest. The device failed to charge energy. Complainant indicated that the clinician obtained another device to continue treating the pt. The electrode pads are not available for eval. Complainant indicated that the pt subsequently expired.